Manufacturer narrative:
Patient sex not available from the site. A medtronic field service engineer (fse) went to site to troubleshoot issue. It was found error 33 in error logs at the time customer reported system unresponsiveness. A replacement console board was sent to site. The fse replaced atp console board, tested system after replacement and it passed all checks, system was put back into use. The console board was sent back to the manufacturer for evaluation. Confirmed reported issue. Atp board failed to take x-rays, generator error #5; defective atp board. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(6) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was unresponsive when attempting to take a 3d spin, the prep stage on the mobile view station (mvs) was present but when it was time to take the image using he hand-switch it would not respond. Troubleshooting after the reboot the system functioned as it should. 3d spin acquired successfully. There was no impact on patient outcome.